Event description:
It was reported that the insertion was fine, the issue was when both the guide and needle were going to be removal, the guide kept inside the catheter into the patient. The guide was removed without any issue because part of guide was out of the catheter.

Manufacturer narrative:
(B)(4). The customer returned an opened ra-04020 set containing a radial arterial (ra) catheterization device for evaluation. Evidence of use was observed on the device. Visual examination revealed the entire needle cannula was separated from the needle hub of the ra device. The needle was able to fit in the hub; however, it was loose and easy to remove. No adhesive residue was visible in the needle channel of the needle hub when observed under magnification, although dried blood was observed in the hub. No adhesive residue was visible on the proximal end of the needle cannula under magnification. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. The inner and outer diameter of the needle cannula and the inner diameter of the needle hub channel were measured and all were found to be within specification. The needle cannula was able to fit into the needle hub but loose within the channel. A device history record review was performed on the needle cannula and hub and no relevant manufacturing issues were identified. The customer issue of the needle separated from the hub of the ra catheterization device was confirmed during sample investigation. Microscopic examination revealed no traces of adhesive inside of the needle channel of the needle hub or on the tip of the needle cannula. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Dimensional inspections were performed and no issues were found. Based upon the observed defect the probable cause of this issue is manufacturing - assembly related. A non-conformance request has been generated to further investigate this complaint issue.

Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device also indicated that the needle was separated. Complaint description of arterial - swg (spring wire guide) kinked is documented in MDR # 9680794-2019-00142.

Event description:
It was reported that the insertion was fine, the issue was when both the guide and needle were going to be removal, the guide kept inside the catheter into the patient. The guide was removed without any issue because part of guide was out of the catheter.